Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose was 588, 338, 400 mg/dl. The customer was unconscious for the 4 days and there were positive results in ketones test, nausea, vomiting. The customer also experienced the low blood glucose. The customer was treated with intravenous fluid and insulin shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode. The insulin pump will not be returned for analysis.